Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and had their old ins replaced because it did not work well and did not provide them with the satisfaction they needed. The ins did not "really improve my bladder at all" and it just "failed on them basically." The ins worked, and then all of a sudden, it just changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# v569218, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought there were three causes of the ins not working. The first was that they suspected improper installation. The second was that the wires poked them. The third was that the patient didn't have any education on how to properly use the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that healthcare office records showed that patient's ins was removed (B)(6) 2013. No symptoms or further complications were reported.